Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of patient harm or injury a correction has been noted and b5 should be as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to the device's sound abatement foam. The patient has alleged to seeing black particles in the water chamber and in the hoses. The patient has alleged to experiencing shortness of breath and a sore throat there was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer performed visual inspected the device and red marks were observed on the external top enclosure, as well as black marks on the bottom. During internal examination of the device, an unknown dark contaminant was noted on the front panel, rear panel and bottom enclosure. The deviced powered on and provided therapy however a musty oder was noted during airflow. The error logs could not be reviewed because they were likely reset prior to receiving the device. The device was tested and the manufacturer confirmed the device operates as designed. The manufacturer concludes there was no evidence of foam degradation. Section h6 was corrected with the appropriate health effect - clinical code(s) and the type of investigation, investigation findings and investigation conclusion codes were updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).